Manufacturer narrative:
Device received with blank display due to cracked and bleeding lcd display window noted. Unable to perform any test to verify loose drive support cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was damaged. Customer¿s blood glucose level was 94 mg/dl. Customer also reported crack on the screen of the insulin pump, under the reservoir compartment. The customer was also advised that the insulin pump needed to be replaced. The device will be returned for analysis.